Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer to wait until the notification light stops blinking and then remove and replace battery and clear the alarms. Customer was also advised that these steps should resolve the issue and to monitor the pump. Customer was advised to call back if another alarm is received.